Event description:
It was reported that medfusion 4000 problems with syringe sensor. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received confirming no patient involvement/no patient injury and indicating issue is resolved; event date provided: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no external damage to the pump. Review of the event history log showed an occurrence of "flange sensor error." Functional testing included flow testing and the reported issue was duplicated. The investigation determined that an issue with the main board was the cause of the reported issue. The main board was replaced. The ear clip and opto-coupler were replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.